Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for death. Device and procedure (relatedness). Relation to study device?: not related. Relation to study procedure?: not related. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".